Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed a steroid cream for the reaction. Follow up indicated that the reaction improved.